Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of leakage past stopper for lot #8303217 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that there was leakage past the stopper after draw with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no: 309653, batch no: 8303217. It was reported that when medicine was drawn, the medication leaked out of the bottom of syringe near the plunger. Per customer, when the medicine was drawn, the syringe was leaking out the bottom near the plunger. They had to waste the medicine and throw away the syringe.